Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. However, there was blood on the proximal and distal conductors of the lead and they were not obstructed. Concomitant products: d314trm, bi-ventricular implantable cardioverter defibrillator, (B)(6) 2013; 6947, implantable tachy lead, (B)(6) 2013; 4076, implantable pacing lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead had dislodged. The lead was removed and replaced. No patient complications have been reported as a result of this event.